Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was fractured and exhibited high out of range pacing lead impedance measurement of greater than 2000 ohms. A revision procedure was done in which this lead was surgically abandoned and capped. This rv lead is no longer in-service. No additional adverse patient effects were reported.